Manufacturer narrative:
Insulin pump received with constant motor error alarm during rewind due to cracked motor flex cable. Insulin pump received with minor scratches on lcd window and cracked tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 236 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.